Manufacturer narrative:
Manufacture date cannot be determined without a lot number. Number provided was not a synthes valid lot number. Investigation not complete, no conclusions can be drawn. No product being returned for investigation, valid lot number not provided. Device history record review cannot be performed without a lot number.

Event description:
Pt underwent pdc removal at c4-5 due to mechanical neck pain, cervical kyphosis, and radiculopathy. The pdc was originally implanted due to disc herniation and neck pain.